Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "%o2 button [is] not functioning". No patient involvement was reported.